Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommends ceasing use of the aligners because they have caused sensitivity, discomfort, and gingival irritation beyond an acceptable level with typical orthodontic movement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.